Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "injection cap" on the end of a power injectable microbore non-dehp catheter extension set prevented the flow of fluid. This occurred during an unspecified step of setup or therapy while the device was connected to IV tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.